Event description:
It was reported that patient underwent a hip procedure on (B)(6) 2012. During the procedure, as the surgeon was advancing the lag screw into the femoral head, the lag screw perforated the joint.

Manufacturer narrative:
This was errantly reported to the FDA. This product is not distributed in the united states. (B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event.